Event description:
The customer contacted spacelabs technical support to report that their xhibit central station (xcs) had become frozen. Tech support walked the user through power cycling the xcs. Once powered back on, the xcs began to function again. The customer notified technical support that the unit has been behaving sluggishly lately. A spacelabs healthcare field service engineer was paged to gather the device logs for a product support specialist. At this time the logs have not been received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
The xhibit central station event logs were gathered by a field service engineer (fse) and provided to a product support specialist (pss). The pss reviewed the logs and found that the xhibit central station (xcs) experienced memory issues and recommended the fse go on site to reinstall software. The fse went on site to resolve the issue by performing a clean installation of the software.